Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 143 mg/dl.